Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/23/2020 h.6. Investigation: one photo and one 1ml syringe inside an opened blister pack from batch 0064492 (p/n 309628) was received and evaluated. It was observed there was a large brown discoloration embedded in the wall of the barrel between the 0.3ml and 0.7ml markings. The embedded discoloration appeared to be degraded plastic large enough in size to be rejectable per product specification. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. Per procedure, after start up, all molded parts are scrapped until no degraded plastic is observed. If this is not performed thoroughly a piece with this condition can get through. This type of defect is cosmetic and does not pose risk to the customer. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10

Event description:
It was reported that the syringe 1ml ll w/o dn experienced foreign matter contamination. The following information was provided by the initial reporter: foreign matter.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 1ml ll w/o dn experienced foreign matter contamination. The following information was provided by the initial reporter: foreign matter.